Manufacturer narrative:
Device evaluation: the evaluation of the returned portion of the driveline confirmed damage that could have contributed to the reported low speed and pump stoppage events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 18¿ of the distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed rescue tape on the outer silicone jacket between 1.5 and 3.5¿ from the metal connector. Removal of the rescue tape revealed a tear to the outer silicone jacket; however, no damage to the bionate layer was identified. It was noted that approximately 12¿ of the outer silicone jacket and bionate layer were returned. Metal braided shield breakdown along the length of the driveline appeared consistent with the duration of use. Visual inspection of the wires revealed a breach to the insulation of the brown and red wires approximately 12¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The hmii operates on a three phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as a power module or mpu, the resulting electrical short to ground could have resulted in the reported low speed and pump stoppage events on the mpu. In addition, a phase-to-phase short, would potentially occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on battery power or on a tethered power source (such as the power module) using a grounded or ungrounded patient cable. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also addresses all system controller alarms and how to respond to such events. Incidental finding: upon removal of the rescue tape revealed a tear to the outer silicone jacket. (Cosmetic damage was observed).

Manufacturer narrative:
Age of device: 3 years, 8 months, 5 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that device alarmed for low flows, pump stoppages and low voltages. Patient had a small taped area on driveline near the connection point to controller. No wires were exposed. Manufacturer's technical service reviewed the log file and observed several low speed and pump stoppage events that had taken place (B)(6) 2019. These events happened only when connected to mobile power unit (mpu). Plan was to readmit and perform an x-ray. On (B)(6) 2019, manufacturer's technical service representatives performed an onsite percutaneous lead replacement approximately 5 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. Patient lost 24.44 kg weight since (B)(6) 2019 post gastric sleeve.